Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, a retained sample of the same lot number has been analyzed under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the consolidation time of the cement was too short. The cement solidified before the injection. The surgeon had to prepare a second dose. The customer precises that this lot is used for some time, the same method used and the condition of use did not change. The same problem occured with another patient. This customer complaint is reported through (B)(4) (zimmer biomet reference).

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the consolidation time of the cement was too short. The cement solidified before the injection. The surgeon had to prepare a second dose.the customer precises that this lot is used for some time, the same method is used and the condition of use did not change. The same problem occured with another patient. This customer complaint is reported through (B)(4).